Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Blood blisters [angina bullosa haemorrhagica], traps bottom lip [lip injury], oral-b brush head becomes loose on the head and traps my bottom lip and leaves me with blood blisters [injury associated with device], oral-b brush head becomes loose on the head, brush head came off in mouth / brush head fell apart while brushing teeth [device breakage]. Case description: a female consumer of unspecified age reported via e-mail on 16-jan-2017 that the brush head became loose on the oral-b power oral care refills precision clean, trapped her bottom lip, and left her with blood blisters. She elaborated that this has happened "quite a few times" and she replaced with a new brush head after a few weeks. She stated that then she was cleaning her teeth and the head came off in her mouth and she nearly swallowed it. Concomitant product: oral-b rechargeable toothbrush, version unknown. The case outcome was unknown. No further information was provided. On 17-jan-2017 received consumer's follow-up e-mail: the consumer reported that she changed her brush heads every 3 months or before when they changed color; her dentist told her to do so every 3 months so she did it "religiously". The consumer stated that she had never, ever dropped her toothbrush. She reported that she had the brush head that fell apart while she was brushing her teeth as well as the pack. The case outcome remained unknown. No further information was provided. On 19-jan-2017 received consumer's follow-up e-mail: the consumer reported that she always used oral-b brush heads. The case outcome remained unknown. No further information was provided.